Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd received a ¿line blocked¿ alarm (from a non¿ICU med device) responded by changing only the tubing. It was discussed that line-blocked alarms typically indicate a blockage or occlusion at the infusion site, and that the infusion site should be changed first when such an alarm occurs. There was patient involvement/ no harm reported.